Manufacturer narrative:
Exemption number: e2015015. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 5 months after dental implant was installed in intraoral region 31#, its non-osseointegration was observed. In addition, 30 ncm of primary stability was achieved and patient presents bone type iii.